Event description:
It was reported that there were two motor error alarms from the customer's insulin pump. It was reported that the customer could clear the alarm, but was concerned. There were no significant events leading up to the alarms besides a possible x-ray. The insulin pump will be returned for a replacement and analysis. The customer's blood glucose value was 11.8 mmol/l. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).